Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)- incomplete. (B)(6).

Event description:
It was reported that metal abrasion just starting ultra aggressive shaver. No patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable. Initial reporter phone: (B)(6).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. The complaint was confirmed. The device was forwarded to supplier quality engineering for further investigation. The supplier quality engineer indicated that when the device was rotated there was no resistance felt and no binding detected. Scratches were observed on the outside of the inner blade tip, and the first tooth on the inner tip exhibited wear and chipping. The supplier indicated that all machining steps including electropolish, greasing and heat treatment were performed according to specification. Inspection for concentricity, hardness and dimensional analysis that is critical to quality (ctq) showed no signs of anomalies that would contribute to the reported failure. Processing steps and equipment were investigated, and all steps were performed without incident or changes to the equipment including non-standard preventative maintenance (pm). Given the information provided we cannot discern a definitive root cause for the reported failure. A data review has been initiated to further investigate this failure. The device history record (DHR) review indicated that non-conformance conditions were identified, however the issues identified are unrelated to the complaint condition. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).